Manufacturer narrative:
Event date: (B)(6) 2022. During the inspection by olympus, additional issues were identified. The air/water cylinder, suction cylinder, switch one (1), and the light guide lens had discoloration. Switch three (3) and the image guide protector had a cut. The light guide cover glass was dirty. Due to a pinhole on the bending section cover and a chip on the distal end, water tightness was lost. Due to a chip on plastic distal end cover, insulation resistance value at the distal end did not meet the standard value. The connecting tube had a buckling. The distal end had corrosion. The light guide lens had a crack and the adhesive around the objective lens was peeled. The grip, plastic cover, and universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer returned asset, the forceps elevator had foreign material, and the light guide lens was dirty due to insufficient or incorrect reprocessing. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus. Upon follow-up, the customer indicated the facility was not aware of the issues identified during the olympus inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 10-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to the reprocessing around the forceps elevator by user after the procedure was inappropriate or, since the user did not conduct immediate reprocessing after the procedure, foreign material adhered to the forceps elevator became dried. It is also likely that humidity entered the device from leaking area, which caused components under lg lens to corrode or, corrosion remained inside lens as dirt. The event can be detected/prevented by following the instructions for use which state: IFU (reprocessing manual) states on brushing method around forceps elevator as follows: 3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet IFU (reprocessing manual) states as follows: 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Olympus will continue to monitor field performance for this device.